Manufacturer narrative:
Pump was received with down button unresponsive due to lcd keypad connector unlocked. Unable to confirm over delivery or perform the delivery accuracy test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the down button does not work. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump over delivered insulin. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of in the 40's mg/dl and treated with food. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.